Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: there were no pump reboots observed in the black box history. There was a small crack in the battery compartment. There was no damage to the returned battery cap and it was able to fully tighten to the pump with the yellow o-ring not showing. The pump was exercised for 24 hours with no power interruptions duplicated. The returned battery cap contact measurements were within specification. Unrelated to the original complaint, the display was dim and discolored, but still able to be read. There was no evidence of internal moisture or damage to the power circuit found when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.